Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow rate" was reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at volume to be infused of 40ml with the results of 42.405 and failing error percentage of 6.0125%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found the depressed springs when disassembling the pressure parts from the door. The pressure plate travel required to be adjusted and the m2/m3 springs required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had flow rate issue found during testing in the biomedical service department. There was no patient involvement. No additional information is available.